Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. A specific bg value was not provided. The customer alleged the pump ¿did not work¿ as intended, however, troubleshooting obtained could not determine a potential root cause. The customer administered a manual injection and drank water to address bg level. The customer continued to use pump for insulin therapy and resumed insulin delivery.